Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It is reported that a customer experienced high blood glucose ranging from 300 to 500 mg/dl. The customer was treated for the high blood glucose with a syringe. The customer stated that they could not get their blood glucose lower than 200 mg/dl with the replacement pump they had received. The customer had to resort to using syringes to lower their blood glucose. The customer would like to change their insulin pump. The customer sent their current pump back for analysis. No further information was provided.